Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. However, evaluators determined that the reported failure was symptomatic of another issue with the unit. During the inspection it was discovered that the white balance was failing due to a defective printed circuit board. The front panel had damage in the upper left corner and the threads on the screw base were broken and will require replacing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that her olympus evis exera iii video system center¿s image was freezing and then shutting down in the middle of a procedure. Additional details relating to the patient and the event have been requested but were all unknown. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the reported event (image freezing/device shutdown) was due to a printed circuit board failure (dp board). The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.